Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted concurrently with transvaginal hysterectomy, mccall culdoplasty, posterior colporrhaphy due to sui, menometrorrhagia, pop. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, and bleeding. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent anterior and posterior colporrhaphy, midurethral sling and cystoscopy on (B)(6) 2012 by dr. (B)(6) due to cystorectocele stress incontinence.